Event description:
The customer reported the ac power module is intermittently charging. There was no report of patient involvement.

Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.